Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. Additionally, the patient¿s complaint was confirmed and the device was scrapped. The device's event log was reviewed by the service center and found the error log showed #200 error was logged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.